Event description:
It was reported the videoscope could not recognize the equipment in its 3d format and could only operate in 2d during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.